Manufacturer narrative:
Unit received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that his insulin pump's screen was damaged to the point where he could not see any information on pressing a button of the insulin pump. The customer's blood glucose level was 111 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.